Event description:
A surgeon reported that at the moment of implantation, an intraocular lens (iol) seemed in bad position. When it was looked at with a microscope, a broken haptic and lines in the peripheral area were noted. The surgical procedure was cancelled. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).